Manufacturer narrative:
Since the dialyzer was not returned, the leak location could not be analyzed. No abnormalities were found in the manufacturing and shipping records of the lot. However, it was judged that occurrence of blood leakage from the arterial header could not be denied. We decided to report this incident since we consider blood leak from arterial header might cause serious injury to the patient. In addition, the patient's blood pressure decreased, but the condition was fine and no intervention was performed. Therefore the blood pressure decreased was judged to be non-serious event. The blood leakage is mentioned in warnings of the instruction for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-a with a new primed dialyzer. We will continue to monitor similar complaints carefully.

Event description:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Rexeed-a series is identical model to rexeed-s series marketed in us. At the end of the dialysis session, a nurse noticed a lot of blood flowing from the dialyzer, and disconnected in emergency, after clamping of the lines. The patient's blood pressure decreased, there the patient was kept under observation 45 minutes after the end of the dialysis. The patient condition was fine. The patient needed no intervention.